Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was 2008. Two vessels were treated. Predilatation was performed on the mid rca prior to stenting with a 2.5 x 23 mm xience v stent. No predilatation was performed on the proximal rca prior to stenting with a 3.0 x 15 mm xience v stent. No procedural complications were reported. Manual compression was performed for hemostasis. The patient was found by his wife the morning of 2009. The subject had died in his sleep. There was no complaint of chest pain prior to event. No autopsy was performed. No additional event or patient information is available.

Manufacturer narrative:
The second xience v coronary stent system is being filed under the same MFR number. Results and conclusion summation - death is a known risk of coronary stenting, and listed in the xience IFU as a potential adverse event. Death and cardiac arrest are listed in the ram as no-fault post-procedure complications and not an indication of a product quality issue, a conclusive root cause for the patient effects and the relationship to the product cannot be determined. The IFU states "the vessel should be pre-dilated with an appropriate sized balloon." It is not known how direct stenting the lesion may be related to the patient effects.